Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a history of atrial fibrillation, there was no calcification extending beneath the aortic annular plane in the interventricular septum, the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm), the there was sufficient calcium to allow sealing, there was no calcium or anatomical interference affecting expansion, and there were no deployment difficulties. No information was received regarding valve sizing. It was also noted that the physician believes predilatation caused the patient's complete heart block, and the pvl was trace and without a specific cause. Based on available information, the reported heart block appears to be related to procedural conditions (predilatation). A cause for the pvl could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient using a large flexnav delivery system. It was reported that there was sufficient calcium to allow sealing, but there was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon valvuloplasty was performed with a 25mm non-abbott balloon. The patient went into asystole and then complete heart block, and a temporary pacemaker was immediately utilized. The 29mm navitor valve was implanted without difficulty with no re-sheathing. Pacing of 120-140 beats per minute was performed during valve deployment. The valve was implanted at a depth of 5mm at the non-coronary cusp (ncc). After implant, a mild perivavlular leak was noted. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott balloon. Post implant, the patient remained in complete heart block. The decision was made to implant a dual chamber permanent pacemaker. On (B)(6) 2024, the perivalvular leak on transthoracic echocardiogram (tte) was noted as trace. The patient was discharged in good condition.